Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed using an access 2 immunoassay system. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 2 of 2 reported by this customer. An MDR is filed for each of the two pts.

Manufacturer narrative:
The customer also reported imprecision between analyzers for three pts, however, the test results for all three pts were within the same clinical range. Quality control (qc) was within +/- 2sd (standard deviations) of established mean on the date of event. No system check data was supplied to date. On (B)(4) 2009, the field service engineer (fse) performed a pm (preventive maintenance) followed by the high sensitivity system check which passed. The fse also identified that the wash carousel was "messy" with dried wash buffer. She also stated that the wash pump valve was "gummed up". These issues may have contributed to the erroneous results. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 2 of 2 reported by this customer. The related MDR is 2122870-2011-04501.